Event description:
It was reported that this the right atrial (ra) lead caused a perforation. This was confirmed through an echocardiography. A pericardial effusion was performed and then the physician performed a surgical intervention to explanted all system. Also the patient experienced an atrial fibrillation. No additional adverse patient effects were reported. This lead will be returned for analysis.